Event description:
Customer's father called to say that his son went to the ER due to elevated blood glucose levels. His blood glucose had risen to high by 6:45 am. The hospital administered IV fluids and gave manual insulin injections to bring the glucose down. Customer was released from the ER at 5:30 pm on the same day. No further information is available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unknown why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.